Event description:
It was reported that a balloon rupture occurred. The 70% stenosed target lesion was located in the severely tortuous and severely calcified radial arteriovenous fistula. A 6.0 x 200, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon second inflation at 20 atmospheres. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k) #: k103751, k110122, k141521. D4 - lot number: updated based on additional information provided. Device evaluated by MFR: the mustang device was returned to our post market quality assurance laboratory. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured approximately 20mm in length and was located mid region on the balloon. A visual examination observed no damage to the tip of the device. A visual and tactile examination identified multiple shaft kinks. Both markerbands were undamaged and present on the shaft of the device. This concludes the product analysis.

Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k) #: k103751, k110122, k141521.

Event description:
It was reported that a balloon rupture occurred. The 70% stenosed target lesion was located in the severely tortuous and severely calcified radial arteriovenous fistula. A 6.0 x 200, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon second inflation at 20 atmospheres. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.